Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device has been returned for analysis. An updated report will be submitted upon completion of analysis.

Event description:
Boston scientific crm received information that this device had reached elective replacement indicator (eri) and was explanted. It was alleged the device had reached eri prematurely. No adverse patient effects were observed.